Manufacturer narrative:
The codman perforator (ID (B)(6)) was returned for evaluation. Device history record (DHR)- the batch record was reviewed for any anomalies or report related to the finished unit and none were identified. Failure analysis - visual inspection utilizing unaided eye performed; the unit was disassembled and had a worn eo label. Spring test attempted; unit could not be tested due to being disassembled. The unit was reassembled, then passed the spring test as designed. It was verified that there were no anomalies during the manufacturing process. Complaint could not be verified, and unit passed all functional tests. Root cause analysis- the root cause is undetermined and was unable to be confirmed in the complaint evaluation. The potential causes of failure include: perforator components cannot withstand multiple sterilizations/uses, impact introduction of drill to skull able to cause scoring on the pin/triangle/slot interface, inadequate spring (k-factor and/or length), drill used for multiple holes; chatter/deformation of pin/slot interface, drill allows to be set incorrectly, incorrect specification of surface finish for inner drill outer drill and pin, or user misuse.

Event description:
N/a.

Event description:
A physician reported the auto- release function of a perforator (ID 261221) did not work even after perforating during the first burr hole. The perforator was used with a signature stryker. According to the information provided, it is unknown if the drill was electric or pneumatic. It is unknown if the perforator clicked in place in the drill or if the recommended spring tests were being performed between each burr hole. The procedure was completed using the same product.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.